Event description:
The pt experiencing high impedances (>2000ohms) on their left side generator. On two of the right side cathodes impedances measured 927 ohms at 128 amp. The pt also experienced a shocking and jolting sensation and a loss of therapeutic effect. The symptoms were felt at the lead-extension connection. A longevity calculation to estimate implantable neurostimulator battery life was performed. The right generator had 27 months (measured at 3v, 210amp and 185 pps with an impedance of 927 ohms), the left generator had between 33 and 44 months (measured at 3v, 330amp and 185 pps with an impedance >2000 ohms). Additional info received from the pt's physician reported that the pt experienced no injury.

Manufacturer narrative:
(B) (4).